Event description:
A malfunction alarm was reported, indicated by a malfunction code "malf 12." The customer's blood glucose level did not exceed 500 mg/dl, showing no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur.